Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 400 mg/dl and had not treated. Customer stated that they successfully primed insulin pump. Customer stated he did not know why he was not getting any insulin from his pump. The insulin pump will not be returned for analysis.